Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump while it was disconnected for a shower, resulting in a cracked touchscreen and subsequent loss of screen functionality, and the user reverted to backup therapy with no alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen with evidence of mechanical stress, consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.